Manufacturer narrative:
The ventilator was evaluated by the MFR's svc tech. Extended self testing was performed and all tests passed to operating specs. The customer was unable to specify what the pt's oxygen saturation was prior to the inappropriate settings being set on the ventilator by the operator, and what the pt's oxygen saturation allegedly decreased to. CPAP is a spontaneous mode of ventilation. The level of pressure delivered during CPAP is the baseline pressure, or peep (positive end expiratory pressure). All breaths are referenced to this baseline pressure and the resulting pressure is in addition to the baseline pressure. As identified in the esprit operator's manual, for pt safety the high inspiratory pressure (hip) limit setting should be set as close to the peak inspiratory pressure (pip) as pt conditions allow. In this case, the operator set the pressure support to 15cmh2o, with a peep of 7cmh2o. Cumulatively, those settings will provide a pip of 22cmh2o with each breath. The operator also set the hip limit at 10cmh2o, which was below the pip that would be achieved with each breath. As a result, every breath at those settings would pressure limit, create an alarm condition, and immediately cycle the breath into the exhalation phase. This would cause any tidal volume being delivered during the breath to truncate and cease being delivered. User error caused the event. The customer has received follow-up training regarding the findings of this event.

Event description:
The customer reported the unit gave an inappropriate breath which caused the pt to desaturate. The pt was spontaneously breathing on the ventilator on vcv/CPAP mode with pressure support set. Ventilator settings were peep= 7cmh2o, and pressure support= 15cmh2o, resulting in a delivered peak inspiratory pressure (pip) = 22cmh2o on each breath. The user set the high inspiratory pressure (hip) alarm = 10cmh2o. The setting of the hip alarm was inappropriately set by the operator for the ventilation setting set on the ventilator. When the hip alarm limit is reached during a breath, the ventilator immediately cycles into the exhalation phase and activates visual and audible alarms. When the ventilator cycles into the exhalation phase, tidal volume delivered to the pt is truncated, therefore, the tidal volume delivered to the pt may be inappropriate. The customer also reported a 'chugging' sound during the event. It was determined the sound the customer heard was the exhalation valve opening as each breath reached the hip alarm limit and cycled into the exhalation phase opening the exhalation valve. The customer reported no permanent harm to the pt.